Event description:
It was reported that an unspecified malfunction occurred. There was no impact to the customer's blood glucose level. Reportedly, customer contacted health care provider for insulin therapy.